Event description:
It was reported that the patient was explanted due to the spacer moving and causing the patient discomfort.

Event description:
It was reported that the patient was explanted due to the spacer migrating and causing the patient discomfort.